Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed with fiber optic test and results were satisfactory. The fse then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic test failure while connected to a patient. However, no patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic test failure while connected to a patient. However, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: h6(evaluation method codes).